Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found multiple low and replace battery warnings along with evidence of partially discharged battery being installed. Using the returned battery cap, the pump powered up and functioned properly. Electrical current draws were within specifications. The pump casing was opened and no moisture or loose components were found. The investigation confirmed but was unable to duplicate the reported power issue. Unrelated to the reported power issue, a tear was observed on the bolus button cover while the button responded properly. In addition, the battery compartment was cracked below the grip pad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. Reportedly, the patient had to replace battery frequently. The patient reported that the battery compartment was cracked while the battery cap was undamaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.